Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx drug-eluting stent to treat a lesion located in the distal right coronary artery (rca) with moderate tortuosity and severe calcification exhibiting 99% stenosis. There were no abnormalities reported in relation to the anatomy. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that the stent could not pass through the lesion and stent deformation was seen. This event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedure related and not device related. It was also noted that the shaft of the stent was twisted/bent/broken while advancing through the sheath. The case was completed successfully using a second medtronic device. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: the device returned with a detachment on the hypotube 52.6cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 4th stent wrap with struts raised and bunched. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.